Manufacturer narrative:
Health effect- impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿noticed changes in the breast; slight descent of the left breast with palpable nodules¿ and ¿rupture¿ device has been explanted.